Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose (bg) was displayed as ¿low¿, although a specific value was not provided. The customer consumed carbohydrates to address their bg level. Reportedly, customer continued to use pump for insulin therapy. It was also reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue.